Event description:
It was reported that the atrial lead was not sensing, had low impedance and was unable to capture. It was also reported that the patient may have atrial fibrilation. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.